Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip was bent. The following information was provided by the initial reporter: "hey #bectondickinson, what the heck? Now's not the time to go flaccid on us."

Event description:
It was reported that the bd syringe luer-lok¿ tip was bent. The following information was provided by the initial reporter: "hey #bectondickinson, what the heck? Now's not the time to go flaccid on us."

Manufacturer narrative:
H.6. Investigation: one photo of a loose 1ml syringe was received and evaluated. It was observed the syringe was bent at approximately a 20-degree angle between the 0.7ml and 0.8ml markings. The damage was rejectable per product specification. Potential root cause for the bent barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.